Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative. It was reported that the pump was twisted in the pocket so the catheter was not able to be aspirated.

Manufacturer narrative:
Product ID 8709, lot# j11268r15, implanted: 2002 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4) .

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (50.0 mg/ml at 8.514 mg/day) via an implanted pump. The pump's indications for use (IFU) were listed as non-malignant pain and chronic low back pain. When the hcp was replacing the pump due to normal elective replacement indicator (eri), she was unable to aspirate back on the catheter and get cerebrospinal fluid (csf) flow. She decided to replace the entire catheter with a new catheter, but was unable to remove the spinal segment, so she decided that leaving the spinal segment in place was the best option. The catheter was partially explanted. The patient's status at the time of this report was reported as alive with no injury. Additional information has been requested for the cause of the inability to aspirate the catheter. If additional information is received, a follow-up report will be sent.